Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had one of their implantable neurostimulators (ins) removed because it was not effective for the patient. The patient was not sure but they thought the ins that was removed was implanted (B)(6) 2009. The patient stated that it was not effective for the pain ever and it did not work for the patient, and they could not recall when the ins was removed. Additional information received stated that the patient had the second ins she had had implanted taken out because it stopped helping her, however this was noted to conflict with previous statements that the device never provided therapy. The patient stated the device was removed about one year after the implant date. There were no reported complications and no further complications were expected. Patient was implanted for lumbar radiculopathy.